Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 years and 7 months after dental implant was installed in intraoral region 5#, its loss of osseointegration was observed. In addition, 35 ncm of primary stability was achieved, the patient presented bone type iii and bone graft was executed.